Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up with high blood glucose. The customer¿s blood glucose level was 545mg/dl at the time of the incident. Customer treated with the pump and it reduced to 245 mg dl. The customer reported that the reservoir compartment was damaged and the reservoir fell out. The customer reported that reservoir compartment is cracked. The customer reported that high blood glucose was related to the damage. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.